Event description:
The customer reports back to back results of 79 mg/dl compared to a lab result of 190 mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement was sent.